Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a coronary artery. A 1.2mm x 12mm threader¿ balloon catheter was advanced for dilation. However, during inflation at approximately 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a threader balloon catheter. The balloon was loosely folded with blood in the wire lumen. The tip, balloon, markerbands and shaft were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube, shaft damage (bunching) located at 9 cm form the tip of the device, tip damage and balloon damage (bunching) at the distal end of the balloon. Functional testing was done by attaching an inflation device filled with water to the hub of the sterling balloon catheter. When pressure was applied, two pinholes were found in the balloon material, at the proximal edge of the markerband (.5mm and 1mm, respectively). Inspection found the rest of the device free of damage. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a coronary artery. A 1.2mm x 12mm threader¿ balloon catheter was advanced for dilation. However, during inflation at approximately 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.